Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the podj pusher assembly. The pusher assembly was bent approximately 107.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and the pet bump can be seen within the capture feature of the distal detachment tip (ddt). The embolization coil was damaged along its length. The precompression of the pull wire can be seen inside the distal pusher assembly. Conclusions: evaluation of the device revealed the embolization coil was able to be detached with a demonstration handle without issue. The root cause of the inability to detach the podj during the procedure could not be determined. Further evaluation revealed the embolization coil was damaged along its length. This type of damage may occur when repeated attempts to advance and retract the coil are made against resistance. In addition, the bend found in the pusher assembly was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coil). During the procedure, the physician deployed a podj coil into the target vessel using another manufacturer¿s microcatheter; however, the podj coil failed to detach using a pod detachment handle (handle). Therefore, the podj coil was removed and the procedure was completed using additional coils and the same handle. It should be noted that the physician did not experience friction while using the podj coil and did not use a rotating hemostasis valve (rhv) in the procedure. There was no report of an adverse effect to the patient.